Manufacturer narrative:
The device was returned to the third party repair center and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause was traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had light guide and charged coupled device (ccd) chip glue is cracked. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide update in fields. D10, h8, h11. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
No additional information received from customer.